Event description:
It was reported that the ilet display separated from the device housing, described as coming off at the seams, resulting in a nonresponsive but uncracked screen; this aligns with a device bonding failure affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related problems consistent with a loss or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.